Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on/ faults) has been confirmed. Upon investigation the monitor was unable to power on properly. The cause for the failure was isolated to the jtag table board which caused n_manual_rst line to short. The root cause for short was unable to be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
04/20/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that it would not power on.